Manufacturer narrative:
(B)(4). The manufacturing site was contacted for a device history review check on 01-nov-2019. Additional information: DHR review showed three approved deviations that do not change the form, safety or effectiveness of the device. Corrected data: this submission is a duplicate of internal reference number: (B)(4); submitted under MFR# 9611993-2019-26093. The information herein can be rescinded.

Event description:
A customer submitted an online complaint on 07-oct-2019, indicating that a patient experienced injury consisting of damage to the mandibular canal. The implant was removed due to numbness. The numbness did not disappear after the implant was removed indicating possible nerve injury.

Manufacturer narrative:
(B)(4). Upon initial event investigation, the customer was asked to provide additional information on patient lnv's pre-existing medical conditions, the implants cause of or contribution to the injury and required medical intervention activities required to preclude further injury. The customer confirmed that damage occurred to the patient's mandibular canal. The numbness did not disappear after implant removal indicating possible nerve injury symptoms. The patient was not hospitalized and no medical intervention apart from implant removal was provided to the patient. The patient is currently in good condition and considered recovered. The returned product was received opened and used. Visual inspection and measurement of the returned product shows that the product information provided by the customer matches the returned product. A small amount of bone particles were observed between the implants external threads during visual inspection. A trend analysis indicated 2 reported complaints matching material number, batch number and issue description. This complaint with internal reference number (B)(4) and a second complaint submitted for the same patient with internal reference number (B)(4). The manufacturing site was contacted for a device history review check on 01-nov-2019. Root cause: the events as described may have been caused by failure to follow procedures. Failure to obtain patient specific anatomical knowledge from preoperative radiographs may result in unfavourable outcomes. The symptoms as described could be secondary to the local anaesthetic, a retraction trauma from the tissue handling, drilling too close to the nerve canal, or compressing the nerve canal with the installation of the implant. The best way to avoid compromised treatment outcomes is to maximize pre-treatment diagnosis and treatment planning. Surgical planning should be completed with full knowledge of the patient's mental and physical state, as well as local site evaluation. The customer should be aware of the dimensions of the device and its limitations.

Event description:
A customer submitted an online complaint on (B)(6) 2019, indicating that a patient experienced injury consisting of damage to the mandibular canal. The implant was removed due to numbness. The numbness did not disappear after the implant was removed indicating possible nerve injury.